Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user experienced issues with low sodium results for qc and patient samples. The user provided results for three patient samples which were discrepant. All results were in mmol/l. Sample 1 initial result was 120.0, sample 2 initial result was 129.9 and sample 3 initial result was 124.0. The initial results were not released. The user performed several electrode activations, recalibration and then repeated the patient samples. Sample 1 repeat result was 131.6, sample 2 repeat result was 138.3 and sample 3 repeat result was 140.3. The lot number of the sodium electrode was 21590812.